Manufacturer narrative:
The device was received and the clip introducer was noted to be torn. The returned device analysis could not confirm the reported issues of retraction problem as well as difficult to insert. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported difficult to insert could not be determined. The reported retraction problem that resulted in tearing of the clip introducer (ci) was a result of user technique as the clip arms were not fully closed before retracting it into the ci during device removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the torn clip introducer found during analysis of the returned device. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The steerable guide catheter was advanced to the left atrium. The first mitraclip ntr clip delivery system (cds) was inserted into the hemostatic valve, but it met resistance in the hemostatic valve. Additional force was applied and the clip was seen bending until it advanced rapidly into the sgc. Although the clip had straightened out and was no longer bending, due to the bending noted during advancement, it was decided to remove this cds and replace it. During retracting of the closed clip into the clip introducer (ci) , the clip was caught on the ci. The clip was re-advanced out of the ci and the clip was closed tighter. The clip was then able to be retracted into the ci and removed from the sgc. A new mitraclip ntr cds was inserted and also met resistance with the sgc hemostatic valve, but it was not as much as the first one. There was no clip bending noted and the clip was successfully implanted. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.